Event description:
On (B)(6) 2012, the following information was provided: during placement of an enteral feeding tube, a cook peg 24 percutaneous endoscopic gastrostomy set was used. The snare provided, when opened, was split. A section of the device did not remain inside the patient. They had to find a replacement peg to use. At this time, the information did not reasonably suggest that a reportable event had occurred. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Upon receipt of the product for evaluation on (B)(4) 2012, it was determined that a section of the loop tip attached to the peg tube (used for placement of the tube) had detached from the tube. The loop tip remained attached to the blue wire guide used to pull the peg tube through the patient. However, a section of the loop tip was missing. Although the initial report indicated that no portion of the device remained inside the patient, the information on the location of the missing section was communicated back to the medical facility. The location of the missing section is unknown. Therefore, this report is being provided out of an abundance of caution. If additional information is provided, a follow-up medwatch report will be submitted. Investigation evaluation: the product evaluation confirms the looped wire connected to the peg tube dilator tip has detached. A portion of the looped wire remained attached to the blue pull wire. An unused loop wire was measured and found to be approximately 7.6" in length (this length is from the distal cannula with the loop wire being fully extended). The loop wire returned was removed from the blue pull wire and measured and found to be approximately 4.2". The loop wire show signs of damage associated with the wire fraying located approximately at the middle of the returned wire. The dilator tip was measured and found to be within specification. The opening of the dilator tip looks distorted in nature likely due to the loop wire pulling out. The dilator tip was dismantled and examined further. The cannula was present and visually appeared crimped when compared with an unused cannula. The cannula measured within the design specifications. The cannula was mechanically split open and contained no loop wire. It is reasonable to suggest that the loop wire came out of the cannula and the dilator tip while attached to the blue pull wire. We can confirm that approximately 3.4" of the loop wire is missing and was not included with the returned device. The ends of the returned loop wire were examined and showed no sign of fraying or other damage when compared with the ends of an unused loop wire. It cannot be determined if the loop wire broke or was out. A discrepancy or anomaly was not observed during the evaluation that could have contributed to loop wire detaching from the peg tube dilator tip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical and procedural conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.